Event description:
It was reported that after an unspecified procedure a stent migration had occurred. The lesion and vessel characteristics are unknown. The physician stated that a patient reported physical symptoms several months after a wallstent iliac endoprosthesis had been implanted. Multiple iliac wallstents had been implanted during the previous procedure. The patient was subsequently brought in to perform an ivc iliac venogram and the results of the procedure determined that the iliac wallstent had "shifted" within the vessel. There was no additional procedure or intervention initiated and further information on the patient status was not provided.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.